Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure no image and could not recognize the scope was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error code 315 (incompatible scope) and ultrasound plug unit, printed circuit board, printed circuit board cable, printed circuit board and universal cable had crystallization. A root cause could not be identified. Based on the results of the investigation, it is likely the no image error code e315 (incompatible scope) are traced to component failure. Additionally, the cause of the crystallization to the internal components could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had no image and could not recognize the scope. The issue was found during reprocessing. There were no reports of patient involvement.